Event description:
It is reported that the patient with this right ventricular (rv) lead was in ventricular fibrillation and the lead appeared to be undersensing. The lead remains in service and no adverse patient effects were reported.